Event description:
On (B)(6) 2026, a patient with thrombotic occlusion of the lower limb arteries prepped for a planned thrombectomy and atherectomy procedure using a rotarex device for thrombus reduction. Prior to the procedure, during activation, the catheter showed no response and the distal tip failed to rotate normally. Upon inspection, it was identified that the internal helix spiral within the catheter was fractured and the procedure was completed using an alternative device. There was no reported patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.